Event description:
It was reported that the device reached elective replacement indicator (eri) and the device longevity was only 2 years and 10 months. It was also reported the left ventricular (lv) lead had a high threshold. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.